Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load and immediate implant procedures were performed. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in (B)(6) site 20 in the mouth, the implant had not yet achieved osseointegration in type I bone. Clinician reports poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant had not yet achieved osseointegration in type I bone. Clinician reports poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications.